Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had multiple no delivery alarms during prime. The blood glucose at the time of the incident was 6.4 mmol/l. It was stated that the alarms are resolved by changing the reservoir and infusion set. The reservoirs will not be returned for analysis.